Event description:
Ohmeda infant warmer 3300 used to assist with oxygen delivery. Child was intubated orally with a 3.5 french endotracheal tube. Oxygen via the child warmer was turned on with use of the upper o2 diss outlet 1.8 npt which delivers o2 at 50 psi--this resulted in delivery of oxygen pressue that was at 50 psi upon delivery. Child was automatically extubated and stomach contents were expelled. O2 system reinstalled to proper port. Child reintubated a second time. The oxygen was attached to the upper outlet creating high flow delivery to the child resulting in extubation. A pneumothorax was diagnosed and chest tube inserted. This child was transferred by airvac to another hospital.